Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that following a stenting treatment procedure a stent fracture occurred. The express sd stent was placed in (B)(6) 2015 in the 90% stenosed right vertebral artery. In (B)(6) 2016 a re-check was performed and a stent body fracture was noted. No treatment was performed and the patient's status was stable.